Event description:
It was reported via repair work order that th brakes were not functional from the patient right side of bed due to the latch plate holding the brake cam shaft in position fell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.